Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. Drive support disk was inspected and no anomaly was noted. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was over 300mg/dl. The customer states they tried to administer bolus, but when that did not work, they reverted to manual injections. Troubleshoot was conducted. The customer reported the drive support cap being flushed. The customer was advised the pump would be replaced and returned for analysis.